Manufacturer narrative:
Based on the claim against the product by the customer noting multiple errors with the energy device, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. To correct the problem, fse replaced the iesu. Following service, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have excessive resistance. The complaint regarding multiple errors with the energy device was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Event verification via procedure logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system# (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse investigation. No image or video clip for the reported event was submitted for review. The probable root cause is attributed to a component failure. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the integrated electrosurgical unit (esu) was replaced after the start of the procedure due to a series of reoccurring errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the integrated electrosurgical unit (iesu) displayed multiple errors during surgery. The caller indicated that the iesu suddenly stopped working and displayed errors c-34, c-53, and c-00. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the caller to restart the iesu (with instruments disconnected), but the error immediately appeared. The tse asked caller to use an external generator. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.